Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a delay in delivering energy to the vasoview hemopro 2 jaws. It's unknown if the pre-cautery test was done. Only one beep was heard consistently when activating. The troubleshooting step taken was using a different extension cable, same issue. A different vh-3010 power supply was used and the procedure was completed. Power setting at 3. There was some branch bleeding and corresponding struggles with that. No blood transfusion needed. There weren't any external, separate interventions mentioned to address the branch bleeding. Unknown blood loss. The procedure was completed with the same vasoview hemopro 2. Delays to change the extension cable and the vh-3010 power supply.